Event description:
Reporter alleged obtaining the results of 96 mg/dl and hi (greater than 600 mg/dl) back to back within 10 minutes on the same compact plus system on (B)(6) 2012. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.